Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device had excessive temperature. It was noted that the rotation of the cutting burrs had become worse by degrees. It was not reported if this event occurred during a surgical procedure. It was reported that there was no delay in a procedure due to the event. It was not reported if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of event was inadvertently documented as (B)(6) 2016 on the initial report. The date of the event was unknown. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was noted that the device bearings were damaged. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.